Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and response to follow up. Communication with the customer via service business center representative conveyed the following information: as noted in the complaint report, they were able to switch to the wired foot pedal which worked no problem, switching to the wired foot pedal would take 5 mins. And as stated no patient impact. No further information provided. The subject device was received and evaluated. A visual inspection on the as is received condition of the footswitch was performed. There were no discrepancies with the footswitch as no loose foot pedals or button was identified. There were two yellow labels placed on the wireless footswitch by the customer. The battery compartment was removed and verified there were no batteries inside. Functional testing was performed by using a new battery and was able to pair the customer¿s wireless footswitch successfully as it was displayed on the screen. Additionally, testing was performed by inserting test laser fiber into the test tfl-pls and pressed the ¿mode¿ button on the wireless footswitch. The test tfl-pls responded as the device went from ¿standby¿ mode to ¿ready¿ mode. Tester activated the left foot pedal and held the pedal down for several seconds and noted power was being distributed through the laser fiber with no errors displayed. Then pressed the right foot pedal and immediately error 151 "foot switch error" popped up on the screen of the tfl-pls. Tester pressed the right foot pedal multiple times and verified error 151 "foot switch error" kept displaying every time the right foot pedal was pressed. Based on the evaluation, it was confirmed that when pressing the right foot pedal the test laser fiber delayed and did not produce any output power as error 151 "foot switch error" kept populating. The likely cause of the issue could likely be attributed to a faulty sensor/switch on the right foot pedal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the doctor pressed the foot pedal; there was a delay with the laser beam/fire. Shortly after, the machine read error with wireless pedal. Troubleshooting was performed; however, the issue was not resolved as the error kept coming up. The issue found during a therapeutic laser lithotripsy procedure. The device was replaced and the intended procedure was completed using another foot pedal. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
In communication with the customer via service business center , it was noted the staff reported delay in treatment from when foot pedal was pressed and then alarm code 151 showed up. Device was tested and an error code was received a soon as foot pedal was used. The alarm was able to see on the right side pedal. There was no harm reported . Follow up is in progress regarding the event reported. The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the machine read an error with the wireless foot pedal; however; the error message is unrelated to the footswitch pairing / configuration. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.